Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set had connection issues. The following information was provided by the initial reporter: the connector end is coming loose and/or easily disconnecting due to lack of screw threads in the screw cap connection end. Additional information received from the customer: describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. The medical staff complained that the connector portion kept disconnecting and would not make a secure connection, causing frustration and having to try multiple extensions to ensure a proper connection was made.

Manufacturer narrative:
Additional information: (d) device expiration date; updated UDI. (H) device manufacture date. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.